Event description:
The customer reported the system displays charger failed errors and filament driver errors during fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the battery pack and battery charger. System operates as intended. This MDR is related to ge healthcare complaint.